Event description:
It was reported the stimulator was depleted at 13 months due to ¿much use¿. The stimulator was at 6 volts during the day and 4.8 volts at night. The stimulation stopped and the device was replaced. The patient was implanted with a rechargeable device. Actions required due to the event included hospitalization and replacement. The event was considered resolved. Later it was reported that symptoms included inefficient stimulation due to stop of the stimulator. There was premature battery depletion. The stimulator was changed on (B)(6) 2014. It was unknown if or when the battery reached elective replacement indicator (eri) or end of service (eos).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).